Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) and company representative that reported the prior implant was removed and replaced due to "implant failed". Implant failed was noted to mean "probably that the battery died". Further follow-up is being conducted to determine what symptoms did the patient experience, if any, what troubleshooting was done, what was the cause of the device failure, and was the issue resolved. If additional information is received, a follow-up report will be submitted.